Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in office interrogation the patient reported his heart rate decreased after approximately forty minutes of exercise. It was noted that the patient is a cyclist. The device was sent with a maximum upper rate of 140. Boston scientific technical services (ts) was consulted and discussed programming options. The minute ventilation (mv) sensor was programmed on, the accelerometer was increased and atrial flutter response was turned off. At this time the device remains in service and no adverse patient effects were reported.